Event description:
It was reported that the device became stuck on the guidewire. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the right proximal superficial femoral artery (sfa). During the procedure, as the physician was advancing the device, it started to struggle and it sounded like it seized; the device then stopped working. The physician attempted to remove the device, but it was unable to be removed separately from the wire. The device and wire were then removed together. The procedure was finished using a non-bsc balloon. The physician was unable to complete the total atherectomy. No adverse effect were reported for the patient.